Manufacturer narrative:
(B)(4). Lot and manufacturing date unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was treated non-operatively on an unknown date for fracture of fifth metatarsal in (B)(6) 2015. Post-operatively due to non-union, an open reduction internal fixation of a fifth metatarsal was performed on (B)(6) 2015. During surgery, while the surgeon was placing a 4.5 mm cannulated screw, the threads at the tip of the screw peeled and fragments were generated. The surgeon created another incision to attempt to retrieve the fragments. The surgeon was unable to retrieve the fragments therefore fragments remained retained in patient. There was a 20 minutes surgical delay reported. The surgeon was able to successfully place a 4.0 mm cannulated screw and the procedure was completed successfully. No further patient harm was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Omit statement,patient weight not reported and admit patient age not reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.